Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ups. The system operates as intended.